Manufacturer narrative:
The additional two proglide devices with reported issues referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a proglide device that was attempted in the rcfa. The sutures of two new proglide devices were successfully pre-placed in the rcfa. An attempt was made with two proglide devices in the lcfa; however, when harvesting the sutures from both devices the suture came out of the vessel. The sutures of two new proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to a 16f in the rcfa and a 14f in the lcfa. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in both the rcfa and lcfa.. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.